Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The device history record (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was bent and the left plunger case was cracked. Primary audible background test found in pump event history log. During functional testing using the power up process, the reported issue of primary audible alarm background test was duplicated. The speaker was damaged by customer. This root cause of this issue was a result of the customer's physical damage to the device. Replaced the speaker and performed power up process and all functional tests passed.

Event description:
It was reported that the pump exhibited a primary audible alarm background test. No patient injury was reported.